Event description:
During the procedure, while the physician was using a vicryl suture needle, the needle bent during skin closure. Upon noticing, the physician took the needle away from the open wound and tried to correct the position of the needle upon which the needle broke. The broken needle was found on the operating room (or) floor.